Event description:
The customer reported that the system was arcing, which caused the system to lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage tank was replaced and a generator calibration was performed. The system was tested and found to be working as intended and put back into service.